Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that hv lead impedance, pacing lead impedance and capture thresholds dramatically increased. The physician has opted to monitor the lead.